Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a procedure performed on an unknown date. According to the complainant, it was noted that the laser fiber was damaged. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.